Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device developed an infection. It was noted that the wound did not fully heal. The incision was open, and suppuration occurred. The pocket was debrided and assessed to be infected. Subsequently, the entire system was explanted, including the right ventricular and right atrial lead. A new ICD system was implanted. No additional adverse patient effects were reported. This device is not expected for return due to infection.